Event description:
It was reported by service report that the foot right timing link was broken with exposed sharp edges. The siderail could still be locked in the upright position. The customer could not determine if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: broken timing link with expose sharp edges.